Manufacturer narrative:
E1: doctor (dr.) Title was removed from the following contact: (B)(6). D9: device was returned for investigation on 11/17/2020. H3: device evaluation anticipated, but not yet begun. H6: type of investigation 4118. Investigation findings 3233. Investigation conclusions - 4307.

Event description:
It was reported the device was in use for injection and the medication leaked out of the syringe. No adverse effects reported.